Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added on field: correction to g3 of the initial medwatch. The aware date should be 25mar2024.. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the camera could not be attached properly due to faulty scope connector socket and internal adhesion of foreign material. As to the cause of the defect, the device might have been broken due to fatigue caused by repeated operations, strong impact from the outside, or foreign material unintentionally entered inside the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the video system center exhibited glue or something in the connector slot for the camera, and no cameras can fit in properly. There were no reports of patient involvement.